Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around 6 months after implant placement. The oral hygiene and bone quality were not reported. Bone resorption and gingival irrigation were observed during the implant removal surgery. The patient will need another surgical intervention.